Event description:
It was reported that the patient was experiencing chest pain. X-ray and echo found suspected perforation. Perforation was confirmed via thoracotomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.